Manufacturer narrative:
Method: complaint history analysis, risk assessment, manufacturing record review and visual inspection. Results: there have been 9 previous complaints similar to this event. Previous investigations have concluded excessive pivoting or angulations of the pin during insertion leads to the breakage. The tip of the returned pin was confirmed to be broken. The broken fragments were not returned. The manufacturing file of the screw was also investigated and no deviations were found. In this event there were no adverse consequences reported. These pins are made out of a biocompatible titanium alloy, (B)(4), to mitigate risks. Conclusion: the breakage is most likely caused by excessive pivoting or angulations applied to the pin. The surgical technique warns against angulating the pins to prevent this from occurring. This MDR occurred with medwatch # 9617544-2011-00388.

Event description:
It was reported that "surgeon tried to put a temp pin in and broke off into the bone. The second one he got it placed and when he tried to remove the temp pin to insert the screw, it also broke off."